Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with a plastic vial. The returned sample was visually inspected and was found to be non-conforming with the needle broken at the port. The probe was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter and orange/brown foreign material was observed on the bevel and inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation confirms that the tip or the returned probe was broken at the port. The exact root cause of the broken port cannot be determined from the evaluation performed. An exact root cause for the broken cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the vitrectomy cutter broke during the cataract and vitrectomy combination surgery. The product was replaced, and the surgery was completed with no patient harm. Additional information received that the broken tip of the cutter probe was removed from the eye with forceps by enlarging the wound during the cataract and vitrectomy combination surgery.